Manufacturer narrative:
The investigation found the qc report from the instrument showed poor precision with sporadic high recovery. The calibration history from the instrument showed that frequent calibration was performed by the customer. The alarm trace from the instrument showed multiple sample probe alarms and alarms indicating a low level of diluent, reagent, and preclean. The field service engineer replaced the sample probe, reagent probes, the halogen lamp, reaction cells and reagents. Calibration, qc, and precision checks were performed and were within specifications. These troubleshooting activities solved the issue. The definitive root cause could not be determined.

Event description:
The initial reporter received questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for six patient samples with a cobas 6000 c501 module. Patient 1: the initial result was 11.8%. The repeated result was 6.76% with a data flag. Patient 2: the initial result was 8%. The repeated result was 6.64% with a data flag. Patient 3: the initial result was 4%. The repeated result was 5.77%. Patient 4: the initial result was 8.6%. The repeated result was 5.63%. Patient 5: the initial result was 9.6%. The repeated result was 6.57% with a data flag. Patient 6: the initial result was 9.5%. The repeated result was 5.84%. The questionable results were reported outside of the laboratory. The reagent lot number was 48885001 with an expiration date of 31-jan-2021.